Manufacturer narrative:
The lot number of the device is unk; therefore, the expiration date and device manufacture date cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported that an intravascular ultrasound (ivus) catheter was being used to image the pt's right coronary artery (rca) when the pt began to experience chest pain. The procedure was aborted. The chest pain resolved on its own after the catheter was withdrawn from the pt. The pt's condition is reported to be "ok".

Event description:
It was reported that an intravascular ultrasound (ivus) catheter was being used to image the patient¿s right coronary artery (rca) when the patient began to experience chest pain. The procedure was aborted. The chest pain resolved on its own after the catheter was withdrawn from the patient. The patient's condition is reported to be ¿ok¿.

Manufacturer narrative:
Initial report stated that the device was disposed of and (B) (4); however the device has been returned and evaluated. A review of the device history record was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. Visual inspection of the returned device noted fluid inside the telescope and distal tip assembly. No fluid was found inside the hub. Kinks were observed in the sheath assembly. Imaging core windup, cause of loss of image, was observed in the hub assembly. The findings are likely unrelated to the reported chest pain. The device labeling and directions for use (dfu) were reviewed and the following is listed in complications: "the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity...angina..." As patient chest pain is documented within the risk documentation, and there is no indication or allegation of product malfunction that may have contributed to the reported event, a root cause of anticipated procedural complication has been assigned to this event.